Event description:
The manufacturer received info alleging a ventilator's ac inlet connector was damaged. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device's ac inlet connector will be replaced to address the issue. An issue related to the internal battery was found during the eval. The internal battery will be replaced to address the issue. Device was evaluated but not repaired, pending customer approval of the estimate.